Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, the pacing system was implanted. Reportedly on (B)(6) 2018, the patient went to the hospital with an atrial tachycardia. During the interrogation, the device switched in standby mode. The programmer took 3-4 minutes to display the screen and all the information was found reset. No statistics were saved in the device memory since the previous follow-up. During the follow-up performed on (B)(6) 2018, the mode displayed in the overview screen was ddd and suddenly changed to safer, the programmed mode. During the follow-up performed on (B)(6) 2018, the pacemaker was found sensing in unipolar instead of bipolar, the programmed polarity. During the same follow-up, cardioversion was performed on the patient with a shock of 150 joules. The physician stated that the defibrillator patches were properly located. After the cardioversion, the pacemaker did not pace for around 1 minute. The patient was not pacemaker-dependent; so the patient spontaneous rhythm was at 40 bpm. On (B)(6) 2018, normal follow-up data was observed.

Event description:
On (B)(6) 2018, the pacing system was implanted. Reportedly on (B)(6) 2018, the patient went to the hospital with an atrial tachycardia. During the interrogation, the device switched in standby mode. The programmer took 3-4 minutes to display the screen and all the information was found reset. No statistics were saved in the device memory since the previous follow-up. During the follow-up performed on (B)(6) 2018, the mode displayed in the overview screen was ddd and suddenly changed to safer, the programmed mode. During the follow-up performed on (B)(6) 2018, the pacemaker was found sensing in unipolar instead of bipolar, the programmed polarity. During the same follow-up, cardioversion was performed on the patient with a shock of 150 joules. The physician stated that the defibrillator patches were properly located. After the cardioversion, the pacemaker did not pace for around 1 minute. The patient was not pacemaker-dependent; so the patient spontaneous rhythm was at 40 bpm. On (B)(6) 2018, normal follow-up data was observed.

Manufacturer narrative:
Preliminary analysis revealed that the switch in standby mode was induced by the programmer. Normal device functioning was restored after the re-initialization on (B)(6)2018. It is suspected that the reported absence of pacing was related to the cardioversion.

Event description:
On (B)(6) 2018, the pacing system was implanted. Reportedly on (B)(6) 2018, the patient went to the hospital with an atrial tachycardia. During the interrogation, the device switched in standby mode. The programmer took 3-4 minutes to display the screen and all the information was found reset. No statistics were saved in the device memory since the previous follow-up. During the follow-up performed on (B)(6) 2018, the mode displayed in the overview screen was ddd and suddenly changed to safer, the programmed mode. During the follow-up performed on (B)(6) 2018, the pacemaker was found sensing in unipolar instead of bipolar, the programmed polarity. During the same follow-up, cardioversion was performed on the patient with a shock of 150 joules. The physician stated that the defibrillator patches were properly located. After the cardioversion, the pacemaker did not pace for around 1 minute. The patient was not pacemaker-dependent; so the patient spontaneous rhythm was at 40 bpm. On (B)(6) 2018, normal follow-up data was observed.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190320 - file-2018-04048 - analysis_and_closure_report_resp-2019-00163.pdf].